Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a acl reconstruction procedure, the scr biorci-ha 10x25 sterile broke during deployment into the tibia. The procedure was completed using a back-up device. A delay of less than 30 minutes was reported. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6; the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A review if the customer provided image shows a used screw with a broken tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a acl reconstruction procedure, the scr biorci-ha 10x25 sterile broke during deployment into the tibia. The pieces were removed with tweezers. No additional hole was required. The procedure was completed using a back-up device. A delay of less than 30 minutes was reported. No patient complications were reported.